Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn:m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7105740.

Event description:
It was reported that the patient was experiencing right lower leg pain following a trial procedure. It was mentioned that during the procedure the leads were difficult to position due to scar tissue. The physician also believed that the lead was irritating a nerve root. The patient underwent a lead pull procedure. No device malfunction was suspected. The explanted leads were discarded.